Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was received loaded in the capsule of the delivery catheter system (dcs). On attempted retraction of the capsule via the rotation of the deployment knob, the valve was able to be deployed. The handle was intact. The device was received with the capsule partially opened. The deployment knob retracted and advanced the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism was intact. The device was returned with the end cap/screw gear snap fit connected. Delamination was observed over the nitinol reinforcing frame along the length of the capsule. A buckle was observed in the capsule nitinol reinforcing frame near the proximal end of the capsule. Damage was observed on the polymer material surface along the distal side of the capsule at the buckle site. A valve outflow strut was observed to be protruding. An infold of the capsule was noted on the distal side of the capsule. The inner member shaft and spindle hub were intact with no evidence of damage. Upon deployment of the valve, damage was observed along the outflow support and middle member. Damage was noted along the distal portion of the outer shaft and capsule bond. Upon deployment of the valve, damage was noted along the distal portion of the capsule and few nitinol crowns are observed protruding through the polymer material at the distal end of the capsule. Damage observed on the threading of the screw gear. Conclusion: fluoroscopy video files were received from the account. The subject dcs was returned to medtronic for analysis. The fluoroscopic videos were reviewed by a technical training lead. One clip showed the fluoroscopic load check which confirmed a ¿good¿ valve load. The second clip illustrated an transcatheter bioprosthesis valve that was deployed to approximately 80% with a pacing wire in place and a guidewire in position of the left ventricle cavity. Three movie clips were reviewed, in which the descending aorta and thoracic spine could be visualized. The movie clips showed the evolut system in the process of being retracted through the descending aorta. The capsule appeared to be markedly bent, with the deformity more pronounced than in previous clips, and the valve bioprosthesis was observed to be approximately 40-50% recaptured. The cause of capsule deformity could not be determined via review of the fluoroscopy video files. Delamination (white discoloration) was observed on the outer polymer of the capsule, which typically occurs when the capsule is subjected to a bending force which can occur during normal tracking of the dcs through patient anatomy. Buckling of the capsule frame, along with damage to the outer polymer, was observed on the proximal end of the capsule, confirming the reported event that the capsule ¿crinkled up¿. Capsule buckle can occur due to excessive compressive forces applied to the capsule. Additionally, damage was observed on the distal end of the capsule, including infolding at the flare end of the capsule, damage to the nitinol frame and a tear in the outer polymer of the capsule. An outflow strut (crown) of the valve was observed to be protruding from the infolded edge of the dcs capsule (see figure 8 of the product analysis). Scrape marks were observed on the middle member of the dcs shaft, most likely due to an interaction with the valve during the difficulty recapturing. Damage was observed on the outer shaft of the dcs and at the capsule to shaft transition. This damage appears consistent with excessive compressive forces being applied to the dcs. There was also damage observed on the threading of the screw gear. This damage indicates high forces in the system. High forces in the handle can cause the threading of the screw gear to become worn and damaged. An exposed valve outflow strut, as observed on the returned device, occurs when a valve is deployed more than 80%. The reported event and device analysis were reviewed with research and development (r<(>&<)>d) engineering. R<(>&<)>d engineering confirmed that attempting to recapture the valve when a strut is already exposed will cause the protruding strut to catch on distal end of the capsule. This will lead to excessive forces in the system during recapture. In this case, the exposed crown caught on the capsule causing it to infold and the build-up of force led to the capsule and dcs shaft to compress. Per the device instructions for use (IFU) ¿do not attempt to retrieve or to recapture a bioprosthesis if any one of the outflow struts is protruding from the capsule. If any one of the outflow struts has deployed from the capsule, the bioprosthesis must be released from the catheter before the catheter can be withdrawn¿. Potential factors that can influence valve dislodgement include tension applied on the delivery catheter system (dcs) during positioning, calcification levels and shape of the native anatomy. The cause of the dislodgement in this case could not be conclusively determined. The relationship to the dcs could not be established. A device history record (DHR) review was performed on the subject dcs lot and there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. Updated h6. Corrected b1. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the delivery catheter system (dcs) was introduced over the aortic arch and the valve was 80% deployed when it moved aortic above the annulus. It was determined to recapture the valve and to reposition. As the handle of the dcs was turned away from the arrows, the capsule crinkled up and would not recapture half the valve. The physician pulled the dcs around the aortic arch into the descending aorta. A surgical cutdown on the right femoral artery was performed so the valve and dcs could be removed. An 18fr non-medtronic sheath was introduced into the artery and a second dcs and valve were introduced and implanted successfully. A 7 millimeter (mm) stent was deployed into the femoral artery and the arteriotomy was closed without issue. No additional adverse patient effects were reported.